Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017, with blood glucose of 44 mg/dl at the time of the incident. The customer was at 88 mg/dl at the time of the call. The customer used orange juice to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer had not eaten dinner the previous night. The customer stated that she also went low because she had been unable to get her sensor to connect to her pump, and warn her that she was going low. The insulin pump will not be returned for analysis.